Event description:
It was reported that the home patient (hp) had their solution bag catch on fire while it was heating on the homechoice (hc) device prior to a manual exchange. The hp stated that they placed their bag on the heater and then laid in bed. The hp then saw sparks coming from the heating tray of the hc. The hp has since received another device and heating tray for therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has received additional information regarding this report. This event does not involve a baxter device. The manufacturer of this device has been notified regarding this event. Should additional relevant information become available, a supplemental report will be submitted.